Manufacturer narrative:
Plant investigation: no parts were returned for manufacturer physical evaluation. A records review of the serial number and an investigation of the device manufacturing records was conducted. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not confirmed. A definitive conclusion can't be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of abdominal pain with subsequent diagnosis of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler with cycler set. Additionally, there are no allegations of a device malfunction or deficiency or a cycler set leak or defect reported for this event. The pdrn stated that although the cause of the peritonitis was unknown, this patient had a history of touch contamination issues. The unconfirmed culture result of pseudomonas suggests contamination or recent administration of antibiotic therapy. The patient did have a peritonitis event at the end of (B)(6) for which antibiotics were prescribed. The patient was known to have pulled apart her pd catheter. All pd patients are at risk for peritonitis due to a compromised immune system and the increase of potential contamination by microbes due to dialysis techniques. Based on the available information and no reported defect, deficiency or allegation of such, the liberty select cycler and cycler set can be excluded as the cause of the peritonitis event.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized and diagnosed with peritonitis. Upon follow up with the patient¿s peritoneal dialysis nurse (pdrn), it was reported that the went to the hospital on (B)(6) 2019 with abdominal pain and cloudy pd effluent. The peritoneal effluent fluid culture grew pseudomonas. The patient was treated with intraperitoneal (ip) antibiotic therapy (type, dose, frequency and duration unknown). The patient was discharged on (B)(6) 2019. Post-discharge the patient moved into one of her daughter¿s homes. The pdrn reported that on home visits to the daughter¿s home it was observed to be clean and the patient was receiving support from the family. The cause of the peritonitis is unknown. There were no reports of any issues with the liberty select cycler and no reported leak or defect with the cycler set.